Event description:
Received medwatch report of following on 9/30/96: "during right total shoulder arthroplasty the 5.5mm bur used to drill snapped/shattered. Tip and pieces recovered."

Manufacturer narrative:
External lab summary is attached. Corrective action included revised material specification to vendor. External lab tested current lot samples that were acceptable. Summary of finding: the failed drill exhibited an overload mode of failure that can be attributed to poor brazing practices and the presence of undesirable eta phase in the shank. The presence of porosity in the braze material and eta phase in the shank would not provide the structural strength required and would contribute toward a propensity for premature failure of the drill.